Event description:
IV therapy nurse was inserting a peripheral IV. After successful placement and after obtaining a blood sample for labs, the nurse attempted to flush the catheter with normal saline. At that time, blood and fluid leaked from the back of the catheter, with the potential to result in an exposure for the nurse.